Event description:
Fluoroscopy equipment unable to move to right anterior oblique/left anterior oblique position during procedure-md would have had difficulty positioning appropriate catheter to complete ablation. Ablation was not completed. Pt discharged on flecaimide. No harm to pt.